Event description:
It was reported that there was possible premature battery depletion, and the elective replacement indicator (eri) failed to display on the day of device changeout. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed. The battery depletion was within normal limits.